Manufacturer narrative:
Device was used for treatment, not diagnosis. Son, d.k. Et al (2014) comparative study of clinical and radiological outcomes of a zero-profile device concerning reduced postoperative dysphagia after single level anterior cervical discectomy and fusion. J korean neurosurg soc 56(2):103-107. This report is for unknown zero-p device, unknown quantity, unknown lot. Other number: UDI - unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: son, d.k. Et al (2014) comparative study of clinical and radiological outcomes of a zero-profile device concerning reduced postoperative dysphagia after single level anterior cervical discectomy and fusion. J korean neurosurg soc 56(2):103-107. Forty-eight (48) patients were included in a retrospective study (30 men, 18 women; mean age 52.3 years, range, 36-78 years). From january 2011 to december 2013, 48 patients who had single level herniated intervertebral disc were operated on using acdf, with ccp in 27 patients and zero-p in 21 patients. All patients suffered from typical symptoms, such as posterior neck pain, radiating pain, and limb numbness. These patients were divided into two groups based on the device used : the ccp group comprised 27 patients and the zero-p group comprised 21 patients. This report is for an unknown zero-p device and refers to the following serious injuries: a (B)(6) patient experienced pain and screw loosening in a zero-p spacer. Radiologic findings revealed loosening and nonunion of the left upper screw from the vertebral body. The patient refused additional management and was lost from follow-up. This is report 2 of 2 for (B)(4).